Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that the vns patient was complaining of intermittent pain in her jaw which she thinks is occurring with stimulation. This has been occurring since around the end of last year. The patient reported that the dentist believes she has tmj (temporomandibular joint disorder), but she also stated that the dentist did not diagnose her with tmj. The patient was noted to have a memory problem which is why it was difficult for her to recall what the dentist said. Diagnostics were reported to have been ¿ok¿ and there was no report of trauma or manipulation. There also have been no programming or medication changes made around the onset of the event. It was reported that the patient may have a full revision surgery if the event continues. The patient¿s vns was disabled on (B)(6) 2013. Clinic notes from the patient¿s visit on (B)(6) 2013 indicated that there was no pain or other symptoms since the device was turned off. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2013 it was reported that the patient underwent a full revision surgery on (B)(6) 2013. The explanted lead and generator were returned for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
(B)(4). Adverse event or product problem, corrected data: previously submitted MDR indicated that the event was a serious injury. Product analysis results indicate a lead malfunction occurred that maybe associated with the pain. This report is being submitted to correct this information. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Implant date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of reportable event, corrected data: previously submitted MDR indicated that the event was a serious injury. Product analysis results indicate a lead malfunction occurred that maybe associated with the pain. This report is being submitted to correct this information. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead.

Event description:
Lead analysis was approved on 08/22/2013. An analysis was performed on the returned lead portions. A portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer and one inner silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and one inner silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. An analysis was also performed on the generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.816 volts, as measured during completion of the final electrical test, shows a non-ifi condition. 73.904% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Operation documentation indicated that the patient's pre-operative diagnosis was epilepsy with atypical facial pain.